Event description:
It was reported that the patient's left ventricular (lv) lead had become dislodged which caused high thresholds in multiple pacing vectors. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).